Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim and hard to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: the pump powered on with a blank screen, but did emit the audio and vibration warnings. The display screen was cracked in multiple places. Unrelated to the display complaint, there was corrosion on the battery cap spring, but no corrosion in the battery compartment. The battery cap was able to be fully tightened and the threads on the cap and battery compartment were intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.